Event description:
An anesthesiologist informed integra-ls of four instances of shearing of the catheter tip-(B)(4) noted upon removal two days post surgery. There was one event which required a surgical revision to remove the tip piece. Patient outcomes were good. No plans to remove the tips on three patients. (B)(4). Additional clinical information requested from the reporting facility.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.